Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not resolve the issue. Replacement parts and 21mm, 24mm, 27mm personal fit flex breast shields were sent to the customer, along with a breast shield sizing chart. In follow up with a complaint handler on both 03/19/2020 and 03/20/2020, the customer indicated that the suction issue with her pump was due to breast shield sizing and the shape of her breasts and nipples and that the pump was now working without issue. She also indicated that her nipples were healing, but still felt a little raw. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield.

Event description:
On 03/12/2020, the customer alleged to medela (B)(4) that her freestyle breast pump had low suction when single and double pumping. She additionally alleged that she had seen a lactation consultant due to blisters on her nipples, for which she was prescribed a cream. The lactation consultant recommended that the customer try the medela personalfit flex breast shields.